Event description:
Procedure: laparoscopic cholecystectomy. During use the distal part of gauze got detached from device and it fell into the abdomen of patient. It could be retrieved from patient. New one was opened to complete the case. No patient harm. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Pieces fell into the cavity and could be retrieved. No bleeding. No patient info is available: gender: unk, age: unk, weight: unk. The customer did not know if reinforcement material was used. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator of manufacturer: unk. Nothing of adverse event caused by extension of or time was reported. No info of lot# is available. In case lot # is identified after arrival of sample, I will add it on (B)(4).

Manufacturer narrative:
(B)(4).